Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5062559.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the linear leads were replaced with infinion linear leads. During the procedure, the patient had a spinal tap. The physician noted that the patient has a clotting disorder and was instructed to lay flat and drink caffeine. The patients pain areas were successfully covered postoperatively. The explanted leads were discarded and will not be returned.